Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer tubing overlay pulled apart (overstress). Upon visual inspection, it was noted that the outer tubing overlay pulled apart (overstress). Upon inspection, it was noted that the helix/lobe of the lead was distorted. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, white sleeve to lock/unlock the wings of the lead detached from the blue sheath at the proximal end. The lead was not implanted. No patient complications have been reported as a result of this event.